Event description:
While on-site for a service visit, the field service engineer observed the laser not firing during a surgical procedure and the procedure was not completed within the same session. It s not known wether there was pt impact/injury associated with this event.